Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: problem summary : give blue and yellow light, and start smelling burnt. Technician notes : replacement: led module, main pcb, lightpipe, qip passed. Probable root cause: "damaged light cable, damaged scope, damaged coupler, damaged leds, main board malfunction, loose / misaligned jaw assembly, light engine/ light pipe malfunction or damaged, bent esst contact, inconsistent esst contact, camera head communication, front board malfunction, touch panel malfunction, power supply malfunction, thermal switch malfunction, ac inlet board malfunction, inadequate air flow, sidne port malfunction, poor workmanship, inadequate calibration, use errors, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge." The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.